Event description:
It was reported that during device changeout procedure, it was noticed that the patient's right atrial (ra) lead was fractured. The ra lead was capped on (B)(6) 2025 and successfully replaced. The patient remained stable.